Manufacturer narrative:
The device alarmed prime alarm during basic occlusion test due to cracked end cap. The device was received with missing reservoir tube o-ring and partially broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 6.2mmol/l at the time of the incident. The customer stated that they are unsure if the drive support cap was protruded, loose, sticking out or flush. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.